Event description:
It was reported that the tip of the core impaction drill overheated and burned the pt's face and upper lip during a sagittal split procedure. The procedure was completed successfully with the same device without any clinically significant procedure delay. No further info has been provided.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.